Event description:
It was reported that patient with this right ventricular (rv) lead experienced perforation. This rv lead was explanted and replaced. The lead will not be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited lead perforation and the patient experienced infection. This rv lead was explanted and replaced. The rv lead will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that patient with this right ventricular (rv) lead experienced perforation. This rv lead was explanted and replaced. The lead will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the outcomes attrib to adv event field (b2) in section b, adverse event/product problem; impact codes field (f10) in section f, for use by uf/importer and impact codes field (h6) in section h, device manufacturers only.

Manufacturer narrative:
This report is being submitted to correct the describe event or problem field (b5) in section b, adverse event/product problem; patient codes field (f10) in section f, for use by uf/importer and patient codes field (h6) in section h, device manufacturers only. This report is being submitted to correct the outcomes attrib to adv event field (b2) in section b, adverse event/product problem; impact codes field (f10) in section f, for use by uf/importer and impact codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that this right ventricular (rv) lead exhibited lead perforation and the patient experienced infection. This rv lead was explanted and replaced. The rv lead will not be returned. No additional adverse patient effects were reported.